Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. The complaint device was received and evaluated. Visual inspection of the striped suture revealed that the center portion of the suture appeared hydrolyzed and thinned, confirming this complaint. Both ends of the suture were intact with no anomalies. Visual inspection of the purple suture revealed that the suture was returned in two segments. One end of each segment of suture was extremely unraveled and frayed, while the other end of each suture was intact with no anomalies. The inconsistent characteristics of the returned portions of suture indicate that the device failure was likely not related to a manufacturing or packaging issue. The observed suture damage may potentially be related to damage obtained when the pre-installed sutures were removed from the anchor before the anchor was implanted. Additionally, the frayed and damaged ends of the purple suture appear consistent with device mishandling. However, a definitive root cause for the observed suture damage cannot be determined. Two lot numbers were provided; it could not be confirmed which lot number was the correct product for this complaint. Review of the device history record for both lot numbers indicated that these batches of product were processed without incident. Review of the device history record for the violet #2 orthocord suture and striped #2 orthocord suture lots associated with these finished good lots found that all applicable batches of product were processed without any incident related to the reported event. Therefore, there is no evidence of evidence of manufacturing anomalies related to the reported event on the records reviewed. Review of the depuy mitek complaints system revealed no other complaints of any type for both of the finished good lot numbers provided. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that a suture (small stripe of white and purple one) seemed to be hydrolyzed on the 5.5 healix advance br3sut w/oc device. According to the reporter, the surgeon noticed the issue when he tried to thread the suture of one of anchors into the rotator cuff. It was reported that surgeon opened two products and removed the striped sutures among three pre-installed sutures individually. It was reported that the surgeon removed the small-striped suture and disposed it. Then, he applied only the remaining purple suture. It was reported that the anchor was brand new and its first use when the issue occurred. It was reported that the surgeon removed the pre-installed sutures from the anchor before the anchor was implanted. It was reported that the white and purple sutures were disposed of because the suture seemed to be hydrolyzed. It was unknown as to what happened to the blue suture. It was reported that only the purple suture was used to complete the procedure. It was reported that the surgeon was satisfied with the fixation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.